Event description:
Patient reported obtaining a blood glucose result of 34 mg/dl, while using the suspect device. Pt stated that, approximately 1.5 hours later, she was not feeling well, and began vomiting. Pt reportedly contacted emergency medical services, and upon their arrival, her blood glucose was measured, using the suspect device, with a result of 111 mg/dl. Based on this result, no treatment was provided by emergency medical services. Pt stated that she was transported to the hosp, where a lab test revealed her blood glucose to be 475 mg/dl. Pt indicated that she was treated with an intravenous saline solution, insulin, and an anti-nausea medication. Pt was reportedly released, from the hosp, 3 hours later (blood glucose measuring 180 mg/dl - in the hosp's lab). Pt's current condition: much better. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.